Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the j1 battery connector was contaminated. The root cause of the contamination is debris deposition. No adverse event resulted from the contaminated monitor.

Event description:
A us distributor returned monitor sn (B)(4) to report that the monitor will not power on.